Manufacturer narrative:
The investigation determined that lower and higher than expected vitros valproic acid (valp) results were predicted from multiple levels of non-vitros mas omni-core control lot 2406 using two different vitros valp reagent lots on two different vitros xt7600 integrated systems. J76000731. Vitros valp reagent lot 2511-30-8922. Vitros valp reagent lot 2511-31-9364. The most likely assignable cause is unknown; however, inconsistent pre-analytical sample handling cannot be ruled out as contributing to the event. J76000726 vitros valp reagent lot 2511-31-9364 the most likely assignable cause a suboptimal calibration event. The results that met potential health and safety criteria were all associated with a calibration event performed on 13 june 2022. The higher than expected vitros valp results using reagent lot 2511-31-9364 on j76000726 appear to be associated with the 13 june 2022 calibration, even though the calibration responses and parameters look typical. The cause of the atypical calibration is unknown. Acceptable vitros valp results were obtained using calibrations performed on 10 june 2022 and 25 june 2022. A review of the affected vitros valp results obtained on both vitros j76000731 and j76000726 determined the vitros valp reagent packs in use when the affected results were obtained also generated acceptable results after the events occurred. This indicates the vitros valp reagent packs in use did not likely contribute to the event. There was no indication the vitros xt7600 integrated systems malfunctioned, and it is unlikely that both instruments were not performing as intended. However, since diagnostic vitros gent within-run precision testing (used to assess analyzer performance) was not performed as requested, an instrument related performance issue cannot be completely ruled out as contributing to the event. Email address for contact office in field g1 above is (B)(6).

Event description:
The investigation determined that lower and higher than expected vitros valproic acid (valp) results were predicted from multiple levels of non-vitros mas omni-core control lot 2406 using two different vitros valp reagent lots on two different vitros xt7600 integrated systems. J76000731. Vitros valp reagent lot 2511-30-8922. Mas l1 valp results of 10.7 and <10.0 ug/ml vs. The expected result of 23.8 ug/ml mas l2 valp results of 89.4, 60.2, 63.6, 64.4, 55.3, 47.8 and 44.7 ug/ml vs. The expected result of 71.7 ug/ml mas l3 valp results of 91.1, 96.8, 97.4, 95.1, 89.9, 83.0, 89.2, 92.6 and 91.7 ug/ml vs. The expected result of 127.5 ug/ml vitros valp reagent lot 2511-31-9364 mas l2 valp result of 56.3 ug/ml vs. The expected result of 71.7 ug/ml mas l3 valp results of 90.8 and 96.0 ug/ml vs. The expected result of 127.5 ug/ml j76000726 vitros valp reagent lot 2511-31-9364 mas l1 valp results of 35.8, 35.1, 34.8, 36.0, 34.9, 34.3, 36.8, 37.0, 34.8, 34.5, 34.2, 33.9, 34.8, 34.8 and 34.8 ug/ml vs. The expected result of 23.8 ug/ml mas l2 valp results of 88.4, 91.8 and 86.7 ug/ml vs. The expected result of 71.7 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results. There was no allegation of patient harm. This report is number ten of ten MDR¿s for this event. Ten 3500a forms are being submitted for this event as ten devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers 2445776, 2445803, 2449695 and ivd 509091.